Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres in 30 seconds, the balloon was ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.